Event description:
Per report, approximately five hours after an uneventful transapical tavr procedure, the chest tubes started draining roughly 100cc every 10 minutes. The patient was returned to surgery for exploration, approximately a liter of blood was in the patient¿s chest in addition to active bleeding from the apex. The purse-string sutures were intact and the bleeding was not from the puncture site. A myocardial fissure/tear was noted just lateral to the access site, next to a pledgeted suture, and this was the source of bleeding. The patient was placed on pump and the apex was repaired. The patient was extubated the next morning and reportedly was up and walking around with the chest tube still in place 6 days later. The implanting physician believes there was a small tear that may have propagated in the ICU when the patient had a blood pressure spike post-operatively.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, patient and procedural factors caused this event [a small myocardial fissure/tear near the access site likely propagated due to a spike in blood pressure postoperatively]. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.